Event description:
While removing the patient's gallbladder, the endocatch device came apart into two separate pieces, which does not usually happen. The bedside assistant placed the device into the patient via a port site. She deployed the bag, the gallbladder was placed inside, and the bag was closed. When removing the device from the patient, the grey sheath inside the patient came out, but the rest of the device stayed inside the patient. As the rest of the device was taken out of the patient, it had a slimy/sticky residue where the grey sheath is supposed to sit, which is assumed to be glue. The circulating nurse was immediately notified and the device was taken off the sterile field. The operating surgeon was informed as to why taking out the device took extra time. Because the device came apart, we are unsure if the long white piece which sits inside the grey sheath, is sterile or not as it was inside the patient.